Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently a loss of osseointegration on (B)(6) 2017. No re-implantation is planned as the patient's surgeon is letting the site close on its own.

Manufacturer narrative:
It was reported that the patient's infection was treated with oral antibiotics for a duration of 10 days on (B)(6) 2017. (B)(4).